Event description:
Ous MDR - after an implantation duration of 61 months it was reported that the lead was extracted due to insulation damage. Reportedly subclavian crush is suspected.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 48 cm proximal to the lead tip. Only the distal fragment was received for analysis. The visual inspection demonstrated 23 cm proximal to the lead tip a severely damaged insulation. The outer conductor coil was fractured in this region. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.